Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Tubing was clamped and cassette removed. There were small visible air bubbles. Tubing was massaged and cassette tapped on hard surface. Cassette was reattached but alarm returned. Repeated troubleshooting steps but alarm persisted. Pump turned off and tubing remained clamped. Rate was 2. Reservoir volume was 10.9. Given was 81.1. Patient was not affected. The event occurred while in use with the patient at the patient's home. This was operated by a health professional. There was no patient harm/adverse event reported.